Event description:
It was reported that during an unknown procedure, the staples were not properly formed. Used a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.